Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed a "status 56" message. After powering down and back on again the display became a green dot. The complainant indicated there was no pt involvement with this reported malfunction.